Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s skin had a thin spot at the 1:00 position and the physician was cautious for the incision to open. The revision resolved the issue. The patient¿s weight was unknown as the patient didn¿t want to disclose.

Manufacturer narrative:
H6 update: the previously applied annex e code e2401 is no longer applicable. The previously applied conclusion code 67 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (unknown) (20 mg/ml at 9 mg/day) via an implantable pump for non-malignant pain and radicular pain syndrome(radiculopathies). It was reported that the rep is at a revision case today (B)(6) 2021 and needs to report the case and review considerations on what to do with the catheter. Caller reported the reason for the revision today is the pump is very close to the patient's skin and the patient's skin is very thin so they want to move the pump from the left abdomen to the right abdomen today. Caller wants to know if they should just reuse the current catheter and re-tunnel to the other side. The agent reviewed considerations to use a new catheter to prevent any difficulties/issues with the moving of the existing catheter. Troubleshooting was not required. The rep will follow-up with the hcp.